Manufacturer narrative:
Continuation of d10: product ID: 37751 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient undergoing deep brain stimulation therapy with an implantable pulse generator experienced issues with the external recharger (device 37751). The patient's representative stated that the desktop charger (dtc) would not plug into the recharger and suspected possible damage to the recharger port, potentially from plugging it in upside down. The dtc did not power on when connected to the recharger. The issue persisted after the recharger was replaced. Upon further inspection, it was noted that the contact pins inside the dtc connector pin appeared to be missing. A request was made to replace the dtc/ac power supply. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of 37761 (B)(6) recharger found a cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.